Event description:
A (B)(6) female with uneventful presentation of normal uterus. Robotic total hysterectomy. During earlier procedure that day the patient experienced excessive vaginal bleeding and required sutures to close the lacerations. Upon completion of the second procedure, the physician examined the patient and noted small vaginal lacerations. Sutures were applied to close the lacerations.

Manufacturer narrative:
Multiple attempts were made to contact dr (B)(6) without success - no response given. The product was not returned for evaluation. A review of the DHR revealed no nonconformities in the production of lot #138540. It is not possible to evaluate the cause or contribution of the rumi ii/ke product in this clinical scenario without additional information. (B)(4).